Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 99% stenosed, heavily calcified lesion in the right coronary artery (rca). During the first low-speed treatment, the viperwire became entangled with the tip of the oad. Cineangiographic imaging was observed by the physician, and it was noticed the oad tip nearly separated. The procedure was stopped, and the oad and viperwire were removed. A second oad and viperwire were used to complete the procedure.